Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg experienced no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "that two pcs were found without label."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label and defective stopper with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing label and defective stopper with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg experienced no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "that two pcs were found without label."